Manufacturer narrative:
One i3 cardiomems patient electronic system (pes) was returned with accessories. Internal visual inspections of the pes revealed a burnt and blown component on the printed circuit board (pcb). The unit was unable to pass software evaluation or send readings as expected due to the burnt component. When a known-good pcb was used to replace the damaged pcb, the unit was able to operate as expected with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of sparking was confirmed with root cause traced to a burnt component on the pcb. A3, a4: the patient gender and weight are currently not available.

Event description:
The patient reported sparking from the power extension cable. The patient electronics unit was replaced and there were no adverse consequences reported by the patient.